Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6) 2026, the button to rotate the machine was loose and the machine was rotating on its own during device operation. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the left side c-arm switch bank rotational switch was getting stuck and the c-arm continued to rotate after letting go of the switch. Upon arrival onsite, the switch bank was not working at all. The fse replaced both the left and right-side c-arm switch banks and verified operation. Both c-arm switch banks are now running within the manufacturer¿s specifications. No further information is currently available.